Manufacturer narrative:
The company representative examined the system and could not duplicate the problem reported. Preventative maintenance was performed. The system was then tested and met all product specifications. The root cause is unknown. (B)(4)

Event description:
A customer reported that the unit froze during transition from phaco to vitrectomy. Patient impact is unknown. Multiple attempts have been made to gather additional information, but no additional information has been provided.